Event description:
Additional information: symptoms resolved on (B)(6) 2017.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of ¿redness and what looked like broken capillaries¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: adverse events: ¿ the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Instructions for use: ¿ within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Healthcare professional reported after injection in the "nasal bridge, upper nasolabial folds and upper marionette lines" with one syringe of juvéderm® ultra plus xc the patient experienced ¿redness and what looked like broken capillaries from the nasolabial folds to the cheek. Three weeks later the patient was seen by the injector and was prescribed hydroquinone cream, advised to massage the area, and use warm compresses as treatment. It is unknown if symptoms have resolved.